Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) states: pt. Underwent a l total hip replacement at other facility in 2006. Pt recently had r total hip replaced in 2013. After recovering from r total hip surgery she started to have pain in the left hip. An MRI showed mild increased activity near the tip of prosthesis within the femoral shaft - may be indicative of loosening or infection. Pt. Returned to the or on (B)(6) 2015 for acetabular revision of the left total hip. Procedure: acetabular revision of left total hip. Post op diagnosis: failed l total hip replacement. Implants removed include: depuy pinnacle cup, 50 mm depuy ultima metal liner depuy head, 28mm outer diameter,+3mm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) states: pt. Underwent a l total hip replacement at other facility in 2006. Pt recently had r total hip replaced in 2013. After recovering from r total hip surgery she started to have pain in the left hip. An MRI showed mild increased activity near the tip of prosthesis within the femoral shaft - may be indicative of loosening or infection. Pt. Returned to the or on (B)(6) 2015 for acetabular revision of the left total hip. Procedure: acetabular revision of left total hip.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions. After review of medical records, revision notes stated that upon incision of the gluteus fibers, a scarred hip capsule filled with serosanguineous fluid was evident. There was an area of lysis with some debris in the inferior anterior corner of the acetabulum which was curetted out. Added revision hospital,law firm, lawyer, patient middle initial, medical history, new ip (stem) and updated product details.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.